Manufacturer narrative:
PMA/510(k)#: k182980. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Huang comparison of uncovered stent placement across versus above the main duodenal papilla for malignant biliary obstruction. The overall length of the obstruction and the distance from the end of obstruction to the papilla were confirmed. The guide wire was exchanged for a 0.035-inch guide wire (amplatz super stiff; boston scientific, natick, massachusetts), and a self-expanding metal stent was inserted through the wire. Stents were placed across the papilla in patients with tumor obstruction the lower 2 cm of the cbd, and above the papilla in patients without peripapillary obstruction. The stent protruded 1 cm into the duodenum if it was inserted across the papilla. Postdilation of the stent was not necessary. An 8.5-f external biliary drainage catheter (cook) was left above the stent if necessary. The drainage catheters were irrigated after the operation.

Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation and an update to the investigation conclusions. Initial report details: huang ¿ ¿comparison of uncovered stent placement across versus above the main duodenal papilla for malignant biliary obstruction¿. The overall length of the obstruction and the distance from the end of obstruction to the papilla were confirmed. The guide wire was exchanged for a 0.035-inch guide wire (amplatz super stiff; boston scientific, natick, massachusetts), and a self-expanding metal stent was inserted through the wire. Stents were placed across the papilla in patients with tumor obstruc-tion the lower 2 cm of the cbd, and above the papilla in patients without peripapillary obstruction. The stent protruded 1 cm into the duodenum if it was inserted across the papilla. Postdilation of the stent was not necessary. An 8.5-f external biliary drainage catheter (cook) was left above the stent if necessary. The drainage catheters were irrigated after the operation. One patient in group 2 experienced cholecystitis, and the remaining 15 patients had cholangitis. Antibiotic agents were used in all of these patients. In group 1, a second procedure of ptbd was performed in four patients whose infections could not be controlled by antibiotics alone.

Manufacturer narrative:
PMA/510(k)#: k182980. The zib device of unknown rpn and lot number involved in this complaint was implanted in the patient, and was not available for evaluation. Prior to distribution zib devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for the zib device could not be performed as the lot number is unknown. There is no evidence to suggest the user did not follow the instructions for use. A definitive root cause could not be determined from the available information. A possible root cause for cholangitis could be attributed to disruption of the sphincter mechanism by the stent and the collection of debris in the stent leading to poorer bile drainage. A possible root cause of cholecystitis may be attributed to the patient's pre-existing condition as the cystic duct was invaded by metastases and was compressed after stent placement. From the information provided it is known that all patients had a history of malignancy. The complaint is confirmed based on customer testimony. According to the initial reporter, one patient in group 2 experienced cholecystitis, and the remaining 15 patients had cholangitis. Antibiotic agents were used in all of these patients. In group 1, a second procedure of ptbd was performed in four patients whose infections could not be controlled by antibiotics alone. Complaints of this nature will continue to be monitored for potential emerging trends.